Event description:
It was reported that this implantable pacemaker recorded atrial events that show oversensing of noise. The noise appears to be electromagnetic interference (emi). The battery longevity is stable and the lead measurements are normal. At this time, the right atrial (ra) lead and device remain in service. No adverse patient effects were reported.